Event description:
Procedure performed: nephrectomy. Event description: when tissue no collected the jaws did not open. They could be opened without any problem with their hands, they cleaned but nothing, it happened in a nephrectomy. Additional information received from applied medical representative via email (B)(6) 2022 : the patient is fine, the surgery finished correctly. What happened is that when you took the fabric it sealed and cut well but the blades did not open. They had to cut with a monopolar and outside the patient he managed to open it with his hands. They gave him another chance and the same thing happened again. Then they opened another device of another brand. They finished the surgery well. This happened in the middle of surgery, the surgery lasted a total of one and a half hours. The lever to open the blades doesn't really work. The surgery was a nephrectomy and the device was discarded as usual. Additional information received from applied medical representative via email (B)(6) 2022 : it was urology surgery, the supervisor did not remember what. Intervention: they had to cut with a monopolar and outside the patient he managed to open it with his hands. Then they opened another device of another brand. Patient status: the patient is fine, the surgery finished correctly.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: nephrectomy. Event description: when tissue no collected the jaws did not open. They could be opened without any problem with their hands, they cleaned but nothing, it happened in a nephrectomy. Additional information received from applied medical representative via email 15nov22: the patient is fine, the surgery finished correctly. What happened is that when you took the fabric it sealed and cut well but the blades did not open. They had to cut with a monopolar and outside the patient he managed to open it with his hands. They gave him another chance and the same thing happened again. Then they opened another device of another brand. They finished the surgery well. This happened in the middle of surgery, the surgery lasted a total of one and a half hours. The lever to open the blades doesn't really work. The surgery was a nephrectomy and the device was discarded as usual. Additional information received from applied medical representative via email 17nov22: it was urology surgery, the supervisor did not remember what. Intervention: they had to cut with a monopolar and outside the patient he managed to open it with his hands. Then they opened another device of another brand. Patient status: the patient is fine, the surgery finished correctly.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.